Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior tibial artery. The 3.50x38mm esprit btk system was advanced however failed to cross the lesion and the shaft coiled back on itself and could not be removed. A snare device was used to retrieve the system. The procedure was completed using a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.